Event description:
Neo tee piece would not hold its peep at 5 . We have had a total of 25 plus neo tee pieces that were found to not hold it peep at 5. Reference reports: mw5164002, mw5164003, mw5164004, mw5164006, mw5164007, mw5164008, mw5164009, mw5164010, mw5164011, mw5164012, mw5164013, mw5164014, mw5164015, mw5164016, mw5164017, mw5164018, mw5164019, mw5164020, mw5164021, mw5164022, mw5164023, mw5164024, mw5164025, mw5164026.